Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient said she can't walk and is in a wheelchair. Patient said something happened 2 days ago and they can't tell what happened. Patient went to the hospital last night and they told the patient it was her sciatica and that's why she got the stimulator. Patient was told to call the representative to meet them somewhere to readjust the device. Patient has tried all the groups on the programmer and nothing seems to work. Patient mentioned this happened once before and something happened with the machine and the representative had to reprogram the machine somehow to get it working. Name and date unknown. The patient was redirected to their healthcare provider to further address the issue. Agent emailed reps for visibility. The patient cannot walk currently from the device. Pt state she has tried the different settings and has lowered the stim for now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.